Event description:
It was reported that the 99% re-stenosed unknown bare metal stent in the moderately tortuous and heavily calcified mid left anterior descending (lad) coronary artery, was pre-dilated with a non-abbott balloon dilatation catheter (bdc). Intravascular ultrasound (ivus) was performed, a rx trek bdc was advanced, and the balloon ruptured on the first inflation at 10 atmospheres. Reportedly, blood was coming into the indeflator. There was no reported resistance on advancement or removal. The bdc was completely and easily removed from the anatomy without further intervention. The procedure was completed using a non-abbott bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: choice pt, runthrough. Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.